Event description:
An implant card was received from the reporter indicating a patient had vns lead and generator replacement performed due to a lead fracture. The high lead impedance was first noted on (B)(6) 2012. The vns was disabled on (B)(6) 2012. Attempts for further information are in progress.

Event description:
All attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.